Manufacturer narrative:
H3, h6: manufacturer's preliminary results and conclusion: the user must ensure that the patient's fingers are not endangered when moving the table. No general issue was identified in the field. The investigation is ongoing. A supplemental report will be submitted if additional reportable information is received from the customer or upon investigation completion.

Event description:
Siemens healthineers was notified on march 6, 2026, via medwatch report # (B)(4), of a patient event involving the ysio x. Pree system. It was stated, while moving the patient table, the patient¿s fingers were pinched. Additional follow-up by siemens healthineers revealed that the patient did not sustain any injury from the event.

Manufacturer narrative:
H3, h6: siemens healthineers completed a detailed investigation of the reported problem. The investigation showed that the patient¿s hand was positioned outside of the safe area during table movement. In general, it is the responsibility of the operator to ensure that no part of the patient's body lies within hazardous areas before activating any mechanical movement. Furthermore, the operator must ensure that the patient uses the handles and thus does not grasp the ends or sides of the tabletop. This is also described within the operator manual xpb7-040g.620.01.03.02 in chapter ¿accessories and auxiliary devices¿. According to the information received no handgrips were used in this case. If an obstacle, such as a patient's finger, is present during table movement, this can be noticed by the operator immediately when the table is moved manually since the movement becomes less smooth. The ysio table was designed to comply with iec 60601-1:2005 table 20 ¿acceptable gaps¿. This ensures that every table is in alignment with the acceptable gap tolerances of smaller than 8mm. Each manufactured ysio table complies with this and no tolerances are exceeded. This is valid for all ysio tables (classic/ max/ x.pree). No system malfunction could be identified. The system works as specified. The complaint is closed. No further action is needed.